Event description:
Pt's mother alerted rn that IV tubing was wet. Port access needle tubing was found to be cracked just proximal to the clave attachment. Port needed to be de-accessed and re-accessed. FDA safety report ID #: (B)(4).